Event description:
It was reported that l3-006 error code was received prior to a breast biopsy. There was no adverse pt consequence. One device is being returned to the international service center.

Manufacturer narrative:
(B)(4): evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the vso to correct the issue. After servicing, the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.